Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that unit, alarming check IV set. It was then noted that both upper and lower pressure sensors were replaced and the device passed the preventive maintenance checks. Furthermore, it was verified functionality to be within tolerance and returned to service. Per customer, no further information will be provided, including patient demographics and no products will be returned.